Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90e71. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. The device was functional when the hand activation button was depressed. Because the I blade was damaged not all functional testing could be performed with the generator. No activation issues were observed at any time during the testing. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the shear was not working; it did not caught the tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.